Manufacturer narrative:
Investigation summary: investigation flow: damage. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws was received at us customer quality (cq). Upon visual inspection, it was observed that the needle component was broken off and broken needle was not returned. The protection sleeve component was missing. No other issues were identified with the returned device. Device failure/defect identified? Yes. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed and no design or manufacturing issues were observed. Depth gauge for 2.0/2.4mm screws. Dimensional inspection: it could not performed since the broken needle was not returned. Complaint confirmed? No since the device was not found be bent. Investigation conclusion: the complaint condition was not confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause for the broken needle could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 319.006, synthes lot # 6424816, supplier lot # na, release to warehouse date: july 9, 2010, manufactured by synthes (B)(4), no ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, the patient underwent an open reduction internal fixation (orif) of ankle. During the procedure, the tips of the two (2) depth gauges broke off and the hooks of the other two (2) depth gauges were bent. There were no fragments generated from the broken devices. The procedure was completed successfully using a backup depth gauges but with a ten (10) minute surgical delay. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 4 of 4 for (B)(4).